Manufacturer narrative:
Additional narrative: a manufacturing evaluation and product investigation were completed: plate: a visual inspection of the article shows that the part is broken through hole 2 with marks and scratches present on the top and bottom surfaces of the plate, this thus confirming the complaint description. All features related to the complaint were inspected and all obtainable features were found to be conforming. This lot met all dimensional and visual criteria at the time of release for shipment with no issues documented that would contribute to the complaint condition, it has been concluded any damage, breakage, gouges/scratches or out of specification condition due to damage occurred after the product left manufacturing. No manufacturing related issue was identified and/or confirmed. Unknown screw: based to the evaluation and the received back parts, it is likely that the unknown screw which had backed-out, visible on the x-ray, could be the article (B)(4). There is no lot number so a device history record (DHR) review is not possible. The head thread is showing no damage; furthermore, the article showing some signs of usage. The concomitant devices were received and it was determined those parts are not responsible for the breakage of the plate. Unfortunately we are not able to determine the exact reason for the complaint conditions. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for one (1) unknown screw. Part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. (B)(6). The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a locking compression proximal femoral plate (lcp) failed post-operatively. The plate was implanted on (B)(6) 2017 and revised on (B)(6) 2017. No information available about patient condition and outcome. Plate received broken on july 6, 2017. Review of the received x-rays taken on (B)(6) 2017 shows that the plate had been broken and one (1) unknown screw had been backed out. Concomitant device reported: washer (part # unknown, lot # unknown, quantity 1), screw (part # unknown, lot # unknown, quantity 3), cortex screw (part # 214.842, lot # l186633, quantity 1), locking screw (part 213.340, lot # 2286490, quantity 1), locking screw (part 213.340, lot # lot 9209259, quantity 1), locking screw (part # 213.344, lot # 2759068, quantity 1), locking screw (part # 213.344, lot # 9066702, quantity 1), locking screw part # 213.342, lot # 9366817, quantity 1). This report is for one (1) unknown screw. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient status reported as ¿well¿.